Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached over 760 mg/dl. The patient was nauseous, dehydrated and vomiting. For treatment, the patient was given fluids intravenously to rehydrate the patient and was given intravenous (IV) anti-nausea medication. The ketones were moderate. The cannula was bent, while wearing the pod between 4 and 24 hours on the leg. The pod was discarded and was discharged after 48 hours.